Event description:
A customer reported developing an allergic reaction to the freestyle libre 2 sensor adhesive. The customer experienced an allergic reaction with symptoms of rash and swollen tongue, and went to the hospital where he was prescribed chlorphenamine (antihistamine) and an epipen (epinephrine) for the reaction to sensor. There was no report of death or permanent injury associated with this event. On (B)(6) 2021, abbott diabetes care received additional information pertaining to this adverse event from a diabetes nurse at treating hospital. The nurse reported that customer was admitted into hospital with angioedema and required treatment of chloramphenicol (antibiotics) and prednisolone (steroid), and was discharged with an epipen. The customer had first started to notice rash at sensor site in (B)(6) 2021, but did not connect this with skin reaction to the sensor. The customer has ceased use of the freestyle libre 2 sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.please note two differences in information provided by healthcare professional and customer: the customer mistakenly reported he was treated with chlorphenamine (antihistamine) rather than chloramphenicol (antibiotic). Additionally the customer provided sensor serial number (B)(6), which was found to be invalid, rather than (B)(6) by the diabetic nurse. The following changes from the initial report have been made on this follow up report: section b5 - describe event or problem has been updated. Section d4 - serial no has been updated. Section e1 - first name and e3 - occupation have been updated. Section g2 - report source has been updated. Section h4 - device mfg date has been updated. Section h6 - health effect code has been updated. Section h10 - addtl mfg narrative has been updated.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported developing an allergic reaction to the freestyle libre 2 sensor adhesive. The customer experienced an allergic reaction with symptoms of rash and swollen tongue, and went to the hospital where he was prescribed chlorphenamine (antihistamine) and an epipen (epinephrine) for the reaction to sensor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported developing an allergic reaction to the freestyle libre 2 sensor adhesive. The customer experienced an allergic reaction with symptoms of rash and swollen tongue, and went to the hospital where he was prescribed chlorphenamine (antihistamine) and an epipen (epinephrine) for the reaction to sensor. There was no report of death or permanent injury associated with this event.